Event description:
It was reported that while the pump was on a patient , the cardiosave intra-aortic balloon pump (iabp) had system over temperature message. There were no reports of harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site sate is (B)(6). Updated fields - b4, d9, g1, g3, g6, h2, h3,h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d1, d4(catalog, version model, UDI), e1(event site state). A getinge field service engineer (fse) troubleshot, found compressor (0119-00-0236) needed to be replaced, fse also replaced temp sensor (0206-00-0734) for possible issue, due with over temp error. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d4 UDI.